Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No device was returned. However, one photo was provided showing the articular surface after being explanted. This photo confirms the alleged event. The device is shown with the post feature fractured off and next to the rest of the articular surface. Additionally, there are numerous residual blood marks on both fractured pieces. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial knee procedure on an unknown date. Subsequently, the patient was experiencing pain and was revised seven years post initial implantation. During the revision, the post of the articular surface was found fractured off and floating in the back of the knee. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.